Event description:
A malfunction was reported on the customer's pump, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on resetting the pump, and the customer successfully reset it. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if further issues arose.